Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. Patient services explained that this could be due to a depressed key or pressing the pause key during the self-test. Patient services recommended removing the battery to reset the epg and turn on the device again. The error code could not be duplicated. Patient services explained that the epg self test had been interrupted upon start up when the error code initially presented itself. The epg is working as designed. The epg will not be returned at this time. No patient complications have been reported as a result of this event.